Event description:
On (B)(6) 2006, a pride rally scooter was purchased through (B)(6) healthcare for my husband (B)(6) who is disabled. Although he used the scooter occasionally during the first 3 years that he owned it, he primarily used a much smaller scooter we had previously purchased. In (B)(6) of 2010, (B)(6) began using the pride rally scooter on a daily basis. Beginning (B)(6) of 2010, (B)(6) was running more and more into things, going at extremely high rates of speed. He rand down the side of my car, creating scratches on the door and fenders. He ran into people, ran into the walls of our home, and came down the ramp at our house extremely fast until he hit at the bottom. This fast rate, which seemed an uncontrollable speed, was intermittent. Thinking is was his carelessness, I would yell at him to put the scooter in "turtle" or slow speed. At times he would show me it was in slow speed. Thinking he had put the scooter into this slower speed only after the incident happened, I still believed it was his fault. On (B)(6) 2010, I got extremely agitated with (B)(6). He made a long mark down our bedroom wall with the scooter and then ran into the glass shower doors and bathroom wall. At that point, I had him get off the scooter. He removed the key, put the scooter into "freewheel", which released the brake, and holding onto the scooter for support and balance, pushed it out of the bathroom into the living room. Once into the living room, I asked him to move so that I could back it slowly into the corner, out of the way. I sat on the scooter, put the key in, and before I could touch either throttle, the scooter lunged forward, sending me and the scooter through the living room wall. It all happened so quickly that it took me a minute to realize where I was. My right hand/wrist/arm and left ribs were hurting. The impact and handle bars had caused this. I was visibly shaken not only by what had just happened to me but realizing how lucky we were that (B)(6) had not been seriously injured or killed. I say that because we cart the scooter to our (B)(6) club on (B)(6). If this had happened as he got on the scooter there, he and the scooter would be at the bottom of the lake. I slowly got off of the scooter, which was lodged in the wall. I could not move it. (B)(6) was standing by watching the whole incident. He told me that maybe now I would believe it was not him but the scooter itself that was going erratically at those speeds. (B)(6) held on to the scooter and pulled it out of the wall. He took the key out and left the scooter there. When I was finally able to compose myself, I called the MFR. After giving the rep the necessary info needed to look up our scooter, she said the scooter was out of warranty and they could not help us. I explained the incidents as they had occurred and my concern about the dangers this scooter presented. She said again they could not help me and I should call the place where the scooter was purchased. Knowing that my conversation with her was going nowhere, I then called (B)(6) healthcare. I was informed that (B)(6) no longer sold scooters nor had any service technicians to repair them. They told me to call the MFR. I was getting upset at this point, feeling I was getting the runaround. I felt this was a very serious problem that no one wanted to address. I called the MFR back a second time, explained (B)(6) inability to help me and explained my concern again about the safety issues I had with the scooter and the dangers it presented to those using it. I felt that something needed to be done before someone was seriously injured. My husband fought long and hard to live and get some of his independence back after his auto accident and his life is precious. It should not be put in jeopardy by a piece of unsafe equipment made for the disabled. Once again, the rep for the MFR told me it was solely my responsibility since the scooter was out of warranty, completely ignoring the safety issue and dangers I was addressing. She basically called me a liar and said that the scooter could not go as I explained without touching the throttle. She went on to say if there was a problem with the scooter, it would have happened when we first bought the scooter, not years later. She gave me the name of a technician in the area that I could hire to fix the scooter if I so chose but said that was up to me. I was on my own. I called the technician, (B)(6) and explained all that had happened with the scooter and the company. I needed someone with expertise to evaluate the scooter and determine if it was defective, possibly causing unsafe conditions to occur that could potentially injure someone. Since it was out of warranty, he reminded me that it would be at my expense. An appointment was made for him to come out on wednesday, (B)(6). To my surprise, later that same day, I received a phone call from the MFR's rep stating that their own technician would be out to evaluate the scooter, at their expense. They too contacted mr. (B)(6) with a work order number to do the job. On (B)(6) 2010, mr. (B)(6) came to our home. He listened as we explained how the scooter went on its own at a high rate of speed without touching either of the throttles. After examining and photographing the areas of damage caused by the scooter, he put the back end of the scooter up on blocks and inserted the key. The wheels of the scooter immediately started spinning forward at a high rate of speed. He too was amazed and said this was a first for him. After further examination, releasing and resetting the brake as he tried this over and over, he concluded that the control module needed to be replaced. I asked him why there were no safety features in place that would prevent the scooter from lunging forward. Shouldn't there be something to prevent the scooter from moving when this happens? He said that there are safety features in place but this had bypassed all of these features. Concerned over the potential serious injuries this could cause, he said there was a safety meeting scheduled for the following week and he would be sure to bring this to their attention. He had never heard of this happening. At that point, he called the MFR and explained in detail that the scooter had gone forward at a fast rate of speed as soon as he put the key in without touching the throttles and that a new control module was needed. Thinking he was done, he took the scooter off of the blocks and put the scooter in freewheel to release the brake and move it out of the way. He noticed that the lever used to release the brake was somewhat difficult to push and said he would ask the company to replace the brake too as it seemed corroded. He called the MFR back and told them the brake also needed to be replaced. At that point, he packed up and told us he would contact us as soon as he heard from the MFR about proceeding with the repairs. On (B)(6) 2010, a rep of the MFR called. She said they had reviewed the report from the technician stating that the scooter had a corroded brake, looked over the damages the scooter created and it was decided the company would accept no responsibility for the actions of the scooter and would not pay for any of the damages. Since it was out of warranty, we were responsible for all repairs of the scooter and for all damages caused. She totally ignored the unsafe conditions caused by the bad control module. I asked her if fixing only the brake would fix the problem and she said yes, that is what the technician reported. Knowing that the brake was just an afterthought and repairing it would not fix the problem, I tried to explain this to her. I heard what the technician had said on the phone about the control module that had spun out. She got agitated, rather angry, and said she was not calling to argue with me only to tell me it was our responsibility to repair the scooter if we chose to. I was getting frustrated in that she was ignoring the "real problem", the potential hazardous situations this could cause. I again asked her if my husband would be safe getting back on the scooter if just the brake was fixed since that was all they were acknowledging was wrong. She said to do whatever I saw fit but they were not paying for anything and proceeded to hang up on me. She knows, the technician knows and my husband and I know that if we did fix the brake, ignoring the bad control module, the scooter would again lunge forward taking my husband with it, possibly to the bottom of the lake. The scooter is defective in that when the control module went out it had no safety features in place that prevented if from going forward at a high rate of speed by just inserting the key, without touching either throttles. We are asking that you look into this matter before my husband or any other disabled person gets seriously injured and/or loses his/her life over this defect in the equipment. The scooter remains sitting in our living room where the technician left it. We are upset that not only would they not claim responsibility for the scooter and damages that it caused to the scooter, my ribs, hands, and wrist, the walls of our home and our car but would not acknowledge the potential danger this medical device may one day cause. They are putting my husband and every disabled person who uses the scooter at risk. Thank you in advance for your time in reading this and looking into this matter.